Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their drive support cap on the insulin pump was damaged. The customer¿s blood glucose level was 256 mg/dl at the time of the incident. The drive support cap appears to be sticking out and the customer has no idea how the issue occurred. The insulin pump will be replaced. The insulin pump will be returned for analysis.